Event description:
The customer reported his blood glucose measured 200 mg/dl (in the am), 282 mg/dl, 230 mg/dl and 242 mg/dl with no boluses or exact times reported. Upon removal he noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.